Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. H3, h6: a review of the device history records was performed and no complaint related issues were found. The sample was returned and visual inspection noted that the trocar shaft was slightly bent, which was not a result of the manufacturing process. Although slightly bent, the trocar shaft still aligned and seated fully inside the drill sleeve. The minor nicks and dents that existed on the trocar were consistent with field use. Because all measurable trocar features met specifications during evaluation, the root cause was indeterminate.

Event description:
During a trochanteric fixation nail (tfn) procedure for a left hip fracture, the surgeon had inserted the tfn nail and the lag screw. The surgeon was using a construct consisting of an insertion handle, a 11.0/8.0 mm protection sleeve, a 8.0/4.0 mm drill sleeve, and a 4.0 mm trocar. The surgeon began to drill for the distal locking screw and it was missing the posterior nail. The surgeon removed the construct, drilled the hole and inserted the nail by freehand. The procedure was extended by 30 minutes. This complaint is on the trocar. This is report 3 of 5 for the same event.